Event description:
It was reported that a shaft break occurred. While outside the patient and the guide catheter, a 16 x 2.25 promus elite stent was used for treatment, but a the shaft broke/fractured during use. It was noted that the fracture occurred due to normal use. It was noted that the stent was still outside the catheter, and just did not advance it further. The device remained intact. The procedure was completed with another of the same device. No patient complications resulted in relation to this event. It was further reported that there were no procedural difficulties which may have led to the shaft break. The shaft break occurred outside the patient and within the guide catheter and was removed intact. It was noted that the shaft break occurred due to normal use. The target lesion was located in a non complex lesion in the left anterior descending artery (lad). The device was outside the catheter when it broke. The device was not advanced further and the procedure was completed with another of the same device. No patient complications resulted in relation to this event.

Manufacturer narrative:
Device evaluated by MFR: a 16 x 2.25mm promus elite mr stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks and a break 23.2cm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that a shaft break occurred. While outside the patient and the guide catheter, a 16 x 2.25 promus elite stent was used for treatment, but a the shaft broke/fractured during use. It was noted that the fracture occurred due to normal use. It was noted that the stent was still outside the catheter, and just did not advance it further. The device remained intact. The procedure was completed with another of the same device. No patient complications resulted in relation to this event.

Event description:
It was reported that a shaft break occurred. While outside the patient and the guide catheter, a 16 x 2.25 promus elite stent was used for treatment, but a the shaft broke/fractured during use. It was noted that the fracture occurred due to normal use. It was noted that the stent was still outside the catheter, and just did not advance it further. The device remained intact. The procedure was completed with another of the same device. No patient complications resulted in relation to this event. It was further reported that there were no procedural difficulties which may have led to the shaft break. The shaft break occurred outside the patient and within the guide catheter and was removed intact. It was noted that the shaft break occurred due to normal use. The target lesion was located in a non complex lesion in the left anterior descending artery (lad). The device was outside the catheter when it broke. The device was not advanced further and the procedure was completed with another of the same device. No patient complications resulted in relation to this event.